Event description:
Two freezing containers were found ruptured when removed from liquid nitrogen for thawing. Some of the contents of the containers, blood stem cells for transplantation, were lost at the time of the events. Sufficient back up cells were on hand for transplantation. No adverse pt events reported in association with these breakages. The containers were disposed of at the time of the events. Upon investigation it was revealed that tthis account only transitions the product in the vapor phase of liquid nitrogen storage for 45 minutes prior to immersion in the 37 degree centigrade water bath for thawing. The labeling provided with the product advised a minimum of 4 hours vapor phase transition.